Event description:
It was reported that the user experienced hyperglycemia after changing a libre 3 plus sensor, with the ilet displaying a warm-up/calibration symbol and then high glucose readings; a glucometer showed 400 mg/dl while the ilet showed 372 mg/dl, and the user had eaten and made a usual meal announcement. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, hospitalization, or injury. Troubleshooting and education were provided, including entering a glucometer value into the ilet. Investigation included a review of device performance based on reported behavior and user interaction during sensor warm-up. Investigation of this case revealed no confirmed device malfunction and that the event occurred during sensor warm-up with concurrent recent food intake, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.